Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the component serial number was not provided. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Prior and during the procedure, interference was noted and the case was cancelled. During the procedure, noise was noted. The cables and electrodes were changed which did not resolve the issue. The procedure was terminated with the presence of parasites. There was no consequences to the patient.